Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that multiple occurrences of error 1173 and error 23008 were identified on arm 1 through system log review, indicating a potential manipulator sensor issue. Further review of the logs showed repeated error 23008 events associated with the manipulator. The issue was later reported to have occurred during cleanup after training use, and a hard power cycle did not resolve the problem. Upon onsite evaluation, the issue could not be reproduced and the system operated normally; however, due to the frequency of the reported errors, the manipulator was replaced. After replacement, the system powered on normally and was tested and verified for proper operation. There was no patient involvement.